Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Clamp function testing and clear passage testing were performed with no issues. A visual inspection was performed and a hole in the patient line tubing and a damaged blue connector on last fill line were found. The reported problem was verified. The leak testing that was performed, had failed with the original patient line tubing. However, when a test article, patient line tubing, was installed, the device passed the accuracy confirmation testing. A short simulated therapy was successfully performed. The evaluation concluded that the cause of the reported problem was a manufacturing issue. The hole in the tubing is addressed in manufacturer report number 1416980-2015-02794. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a sample evaluation, an additional defect was discovered. It was found that the blue connector on the final line was damaged. There was no patient involvement, injury or medical intervention. No additional information was provided.